Manufacturer narrative:
The insulin pump was received with a high sleep current measurement and the loaded voltage and unloaded voltage display at the power graph management tool shows abnormal behavior due to cracked l7 on the pcb 1. The pump was received with scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm and low battery alarm. The customer¿s blood glucose level was 398 mg/dl. This was the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.